Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via email indicating that they were hospitalized for low blood glucose levels. The customer did not provide any further information. The customer was called twice to obtain information about the hospitalization but there was no answer. The customer did not return the product back for analysis.